Event description:
It has been reported to the company that the occlusion balloon deflated during use due to a proximal leak in the balloon. Unable to aspirate. The case was completed with another device and that worked fine.